Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient was already at the hospital because she thought she had a blood clot. In the hospital it was confirmed this was an infection and the patient confirmed that this was not related in any way to the dexcom device. The patient day of the event the patient allegedly experienced sweating and loss of consciousness due to inaccurate readings. When a fingerstick was taken in the hospital, the cgm was reading 76 mg/dl and the blood glucose reading was 51 mg/dl. The patient did not remember any specific treatment details. At the time of the report, which was 12 days after the event, the patient stated they were still not feeling well, and were still admitted in the hospital due to the ¿hospital´s protocol¿. During the time in the hospital, patient stated they received treatment with long-acting insulin to stabilize their blood sugar. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.